Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08800 inches. Device received with pillowing keypad overlay and serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they customer was hospitalized on (B)(6) 2020 due to low blood glucose level of 51 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also experienced unconsciousness, cold and seizures. They had given the customer a shot of glucagon to treat low blood glucose levels. They alleged the insulin pump for over delivery because the insulin pump was giving insulin even at 40 mg/dl. The insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.